Event description:
The int'l distributor reported this issue to teleflex med. On 07/24/2007. The condition occurred in 2006. The facility alleges the stapler jammed. No patient injury or medical intervention was reported.

Manufacturer narrative:
The incident occurred in 2006. Teleflex medical was notified in july 2007. The actual device has not been returned for eval. No lot number was identified therefore, a device history record eval. Cannot be performed. The reported condition was investigated and corrective actions have been implemented as of jan. 31, 2007.